Event description:
The customer reported that the pod had initiated an alarm within the first day of operation. His bg level at the time was high (310mg/dl). A new pod was activated and the suspect device will be returned for evaluation. No further information was provided about the pod or the event.

Manufacturer narrative:
The investigation of the returned pod found evidence of an internal fluid leak; discoloration was seen inside the device and corrosion/residual fluid was found on the surfaces of internal assemblies. A leak test was performed, which confirmed the presence of a leak in the fluid path - a tear was found in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels.